Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening and a weight test of the explanted material was verified and it was within specification. Microscopic analysis of the return device identified: seven curved striated openings on anterior and radius side assessed as surgical damage. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage.

Event description:
Healthcare professional reported a left-side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side rupture. Device was explanted.